Event description:
The physician reports performing cataract surgery using the viscoject 1.8 lens injector. While advancing the lens the surgeon reports pushing too hard and the foam tip went through the end and he had to remove it through the incision. One day postoperatively the pt presented with capsular block syndrome and surgical intervention was performed. Additional info has been requested.

Manufacturer narrative:
(B)(4).